Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not showing up. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not showing at station. A technical support specialist verified the server and found that the patient was in preadmitted status. The device did not have shown preadmission checked. The user was instructed to check the option and look up the patient again. The user confirmed that the issue was resolved. The system functioned as intended after tss troubleshot the issue.